Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced air bubbles in reservoir. Customer was able to clear air bubbles, but would reoccur after six to twelve hours. Customer was educated on air bubbles and was advised to call back should issue persist.